Manufacturer narrative:
The manufacturer previously reported an allegation related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an allegation of a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient alleged of having high ast in liver, headaches and seeing black particles in tubing and mask. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device internally but unable to address the complaint or symptoms. The manufacturer found no evidence of sound abatement foam degradation or breakdown. The device's event logs were downloaded and reviewed. The manufacturer found to contain 1 error code. The manufacturer concludes there was no evidence of sound abatement foam degradation. Section a1, section a3, section d9, codes in section h6 were updated in this report.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.